Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure with the use of injectable dbm to treat osteonecrosis of the femoral head. Allegedly, the patient had surgical site pain and limited mobility four weeks post-op. It was also reported that "white-floc" was discovered. No additional patient complications were reported.